Event description:
The facility reported infusion pump with "alarms when flow stopped." Information was not provided regarding whether or not the device was in patient use when the event occurred. Per customer service, the hosp rep stated they have no record of any pt incident involving the pump ince the last baxter service event and no pt injury had been reported. Though requested, no add'l info wa provided regarding pt's demographics, medication involved, or device programming. Although requested, no add'l contact info was provided.